Manufacturer narrative:
Report numbers: 1038671-2023-02094 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02094. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case - USA rk as reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2012. They underwent right knee revision surgery on (B)(6) 2023, approximately 10 years 3 months post primary procedure. (B)(6) 2023 op report postoperative diagnosis: mechanical loosening of internal right knee prosthetic joint. The patient presented with right knee pain and effusion with polyethylene wear and osteolysis on imaging. Upon removal, the surgeon noted the polyethylene insert had significant wear on the medial greater than lateral articular surface. There were some free sheered off pieces of polyethylene within the joint as well. The femoral component was found to be significantly loose and was easily removed. There was no cement that remained on the backside of the implant. Removal of the femoral component revealed aori 2b bone loss from areas of significant osteolysis, most notable at the posterior lateral condyle. The tibial component was found to have significant osteolysis underneath the tray on the medial side. While drilling for the boss of the tibia, there was noted to be a breach of the posterior cortex of the tibia. The patella was also noted to be loose. Ebi initial surgery search - hss - no results.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 123 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, failure of implant, osteolysis, pain, synovitis and prothesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.